Event description:
Information was received indicating that this ambulatory infusion pump exhibited a motor error. It was not specified whether or not this occurred during infusion or interrupted therapy. It was noted that the pump also had a broken case. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm pcs ii pumps was returned for analysis. Visual inspection performed, and product found to have broken rear housing and missing battery. Event log review was performed and found no evidence of reported problem. The pump was power up and displayed error code 10040. The customer's reported problem of "broken case, and motor error" was verified. The pump was unable to power up or performed any other testing. Service replaced the pump rear housing and motor to correct the reported problem. The root cause of the reported problem is unknown.